Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, gerd, depression, asthma, diabetes, dyslipidemia, carpal tunnel syndrome, hypertension, idiopathic guttate hypomelanosis, ovarian cyst, tendonitis and acne. Concomitant products included atorvastatin calcium (atorvastin), cholecalciferol (vitamin d3), cyanocobalamin, fluconazole (diflucan), gabapentin, ibuprofen, insulin, ranitidine hydrochloride (zantac) and sitagliptin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) (type: vaginosis)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdomen pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with atorvastatin, esomeprazole, lisinopril, omeprazole (protonix), salbutamol (albuterol hfa) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, bacterial vaginosis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, alopecia and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia and back pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the essure device was then introduced inside the left ostium and one coil was left outside. Similarly, the right ostium was occluded using the essure device and 3 coils were placed at the level of the ostium. The procedure was completed without any difficulty. The liga sure was then used on the bilateral cornual angles at the site of essure coil excision, with excellent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs received. Lot number and lab data added. Her demographic was added. Concomitant medication and condition added. Abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) (type: vaginosis),apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems, fatigue, weight gain, hair loss, abdomen pain, back pain were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, gerd, depression, asthma, diabetes, dyslipidemia, carpal tunnel syndrome, hypertension, idiopathic guttate hypomelanosis, ovarian cyst, tendonitis and acne. Concomitant products included atorvastatin calcium (atorvastin), cholecalciferol (vitamin d3), cyanocobalamin, fluconazole (diflucan), gabapentin, ibuprofen, insulin, ranitidine hydrochloride (zantac) and sitagliptin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) (type: vaginosis)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdomen pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with atorvastatin, esomeprazole, lisinopril, omeprazole (protonix), salbutamol (albuterol hfa) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, bacterial vaginosis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, alopecia and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia and back pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the essure device was then introduced inside the left ostium and one coil was left outside. Similarly, the right ostium was occluded using the essure device and 3 coils were placed at the level of the ostium. The procedure was completed without any difficulty. The liga sure was then used on the bilateral cornual angles at the site of essure coil excision, with excellent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report